Event description:
During use of permanent cautery hook, the doctor noticed the performance was decreasing and it wasn't as strong. Usually this is fixed by replacing the device cord, but before we were able to do so the hook part of the instrument fell out of its slot and into the patient's abdomen. It was located immediately and removed from the patient. No injury occurred, and the instrument was replaced. The equipment was sterilized, and the cup was inadvertently disposed.